Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump were worn and had to press harder to get a response. The bolus wizard notification was flashing faster which was making it harder to read and the battery life was declined. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. (B)(4).